Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the sudden loss of therapy was due to change to device programming. The reported was resolved after adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient called in because she wanted to change programs. The setting was on program 4 and the device is helping with her urine but not her bowels. Patient said the device was helping both her urine and bowel then all of a sudden, she started having trouble with her bowel. After review of instructions the patient was able to change programs during the call. No further complications were reported or are anticipated.